Manufacturer narrative:
This report is filed, march 7, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed recurrent infections at the implant site that have been treated with antibiotics (dates and durations not reported). The implanted device remains.